Event description:
Patient was treated during 2003. Patient reported development of surface irregularities on face during november 2003.although follow-up during 2004 indicated that condition had resolved more recent information has come to manufacturers attention that condition persists and that patient has had medical intervention.